Manufacturer narrative:
The event occurred in (B)(6). Customer purchased a box of 200 softclix lancets. When she opened the box noted that 6 of the lancets were uncapped in the box, and she discarded those six. No adverse event reported. A request was made for the return of the remaining lancets, replacement was sent.

Event description:
Customer purchased a box of 200 softclix lancets. When she opened the box noted that 6 of the lancets were uncapped in the box. Customer threw them out. No adverse event reported. A request was made for the return of the remaining lancets, replacement was sent.

Event description:
Customer purchased a box of 200 softclix lancets. When she opened the box noted that 6 of the lancets were uncapped in the box. Customer threw them all out. No adverse event reported. A request was made for the return of the remaining lancets, replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).